Manufacturer narrative:
Section a4: correction. Section a5a,5b: correction. Section d4: correction. Section g3: correction. Section h4,8: correction. Section h6: thrombus was inadvertently added to patient codes in the initial report. Suspected thrombus was related to a different event for this patient and is reported under MFR #2916596-2019-01104. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The site reported the patient infection was treated with continual oral keflex. No further information was reported.

Manufacturer narrative:
Patient weight not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The account reported the patient experienced a positive wound culture for staph aureus on (B)(6) 2018. The infection was treated with keflex. No further information was reported.